Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: while trying to remove the last two screws by setting the screwdriver shaft on the screw head during the extraction of plt, the tip of the screwdriver broke and became stuck in the screw head. The surgeon was able to remove it by drilling with a carbide drill bit. This is 2 of 2 reports for the same event, complaint #(B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. Subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn. A review of the device history records has been requested.

Manufacturer narrative:
Additional narrative: device is used for treatment, not diagnosis. The manufacturing records were reviewed and no complaint related issues were found. The investigation of the complained screwdriver shows that the tip is broken off due to mechanical overloading situation while in use. There must have been immense torsional forces applied in counterclockwise as the remaining part of the tip is twisted. This indicates that excessive mechanical force had been applied which finally caused the breakage of the tip. No product fault could be detected.